Event description:
It was reported that the arctic sun device displayed an error message while rewarming a patient. The nurse stated they cycled the power and were getting an alarm 05 (water reservoir empty). Per troubleshooting with ms&s, the nurse was directed to continue current patient and empty pads. The water level was at two bars. An alarm 15 (unable to obtain a stable patient temperature) was noted in the event log. A foley probe was in use, and the rewarm was set to max. The nurse adjusted the rewarm to 0.5c/hr per their facility protocol and adjusted the rewarm from to the current patient temperature of 35.2c. Therapy was resumed. Ms&s advised the nurse to troubleshoot the temp-in cable or foley probe if they receive another erratic temperature alert or alarm.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "medical electrical equipment needs special precautions regarding electromagnetic compatibility. Ensure that the arctic sun® temperature management system is installed and used according to the electromagnetic compatibility information provided. The following are guidance and manufacturer¿s declarations regarding electromagnetic compatibility for the arctic sun® temperature management system. ¿ the use of accessories or cables other than those specified or sold by medivance (shown below) is not recommended. Use of unapproved accessories or cables may result in increased emissions or in decreased immunity of the arctic sun® temperature management system. ¿ if the arctic sun® temperature management system is used directly adjacent to or stacked with other equipment, the user should periodically observe the arctic sun® temperature management system device to verify it operates normally in that environment. ¿ portable and mobile rf communications equipment can affect medical electrical equipment."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device displayed an error message while rewarming a patient. The nurse stated they cycled the power and were getting an alarm 05 (water reservoir empty). Per troubleshooting with ms&s, the nurse was directed to continue current patient and empty pads. The water level was at two bars. An alarm 15 (unable to obtain a stable patient temperature) was noted in the event log. A foley probe was in use, and the rewarm was set to max. The nurse adjusted the rewarm to 0.5c/hr per their facility protocol and adjusted the rewarm from to the current patient temperature of 35.2c. Therapy was resumed. Ms&s advised the nurse to troubleshoot the temp-in cable or foley probe if they receive another erratic temperature alert or alarm.